Manufacturer narrative:
Images were submitted to edwards and reviewed by an edwards physician proctor. Procedural angiography: mitral annular ring identified. Incomplete ring noted. Valve inserted in co-axial position within ring. Good valve position in mitral annulus pre-deployment. Position of the edwards valve upon deployment good. Incomplete expansion of valve noted within atrium. Do not see "waist" in balloon during deployment. Possible consideration is valve shifting into incomplete portion of mitral ring. No calcium noted in mitral annulus. Clear embolization of valve within atrium. Observations: admitted difficulty using 26mm valve due to incomplete mitral ring expansion during diastole. Valve-in-valve mitral (viv mitral app) recommends 26/29mm valve in this scenario. No annular mitral calcium noted. 29mm sapien xt good choice given the patient conditions. Valve deployed with good technique and positioning within mitral ring. Atrial side of valve appears under-expanded. Recommend immediate post-dilatation upon deployment. (B)(4).

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, and loss of pacing capture. In this case, as this was an off label use of the valve, the exact cause of embolization cannot be confirmed. However, the edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to place the sapien xt valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
During a transapical tavr procedure in the mitral position with a 29mm sapien xt valve, the valve embolized into the left atrium. An open surgical procedure was performed to remove the valve and perform a surgical mitral valve replacement. The surgery was completed successfully; post-surgery, the patient developed acute renal and heart failure and an intra-aortic balloon pump was placed. She was transferred to ICU on hemodialysis. As reported, the patient had an existing incomplete ring in the mitral position. Upon last communication, 14 hours post procedure, the patient expired.